Event description:
It was reported by the patient's spouse the patient is feeling dizzy and cannot walk very far. Follow up information was obtained stating the patient had diaphragmatic stimulation and the wireless telemetry was not working on the device. The left ventricular lead was reprogrammed and remains in use and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data and no anomalies were found.